Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received a no delivery alarm and was attempting to change set. Customer reported of being stuck in the fill tubing process. Customer's blood glucose was 472 mg/dl. Customer was assisted with the fill tubing process. Customer declined troubleshooting for high blood glucose.